Event description:
The customer reported being at the emergency room with a blood glucose reading of 282mg/dl, and she was asking for a shot of lantus, but the emergency room did not give her any or let her see the doctor. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives. Instructed the customer to change the entire infusion, reservoir, and insulin. During the call the customer mention that she is unsure of bolus wizard as her doctor had programmed. The customer also stated that she was hospitalized twice in the past month for high and low blood glucose. The customer stated that she had multiple life health issues such as stress and multiple diseases. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.